Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump self-suspended three times in about two weeks. Customer support noted that the reporter had limited recall of the specific events but stated that, based on the pump history, two events occurred at the day care center and one event occurred at home. The reporter said that the pump was resumed as soon as the suspension was discovered; the pump was suspended for about two hours the first time, one hour the second time, and twenty minutes the third time. There were no recorded alarms during this time, the keypad is intact, and the buttons respond appropriately. The reporter noted that during this time the patient experienced erratic blood glucose (bg) with readings between 55mg/dl and 400mg/dl with occasional presence of ketones. She stated that the patient's bg was 55mg/dl to 70mg/dl in the morning and between 300mg/dl and 400mg/dl during the day. The reporter confirmed that the patient responded successfully to treatment at home. She stated that the bg improved after pump settings were adjusted by the patient's health care provider with bg between 78mg/dl and 100 mgd/l. The patient was said to be continuing on insulin pump therapy without further reports of bg excursions. This complaint is being reported because of the allegation that insulin delivery was suspended without the user¿s knowledge or without known button presses, and that the delivery interruption may have contributed to the bg excursions. There was no allegation of a serious injury related to this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and pump history revealed no activity outside normal use. On testing, the pump was programmed for a 1 unit per hour basal rate and exercised for 24 hours with no self-suspending occurring. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on the keypad. Testing was not able to duplicate the complaint. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.